Manufacturer narrative:
Correction to b5: update the quantity to 'one' instead of 'three'. Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between june 21, 2023 and june 22, 2023. H11: the actual device was received for evaluation. Visual inspection of the returned sample showed a dark particle spot embedded on the outside of the bag. The reported condition was verified. The cause of the condition could not be determined; however, was possibly due to variations in the manufacturing, packaging process, as the particulate matter observed was embedded on the outside of the bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags had foreign matter in an unspecified location. This was observed before use. There was no patient involvement. No additional information is available.